Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl; cause was unknown. A correction injection was delivered, and the customer changed out four infusion sets to address bg. The customer also mentioned that they felt drowsy and nauseous but reports no injury or permanent damage occurred. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.